Event description:
Caller states, the pt tested > 8.0 inr on the coaguchek xs system and 4.0 inr on a comparison lab. No action taken on device result. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.